Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that the hcp agrees with the suspected lead damage allegation, although it was not visually confirmed during the additional surgery,

Event description:
Additional information was received that diagnostic imaging was performed in which no abnormalities were seen.

Event description:
Additional information was received that the lead was capped and replaced to resolve the event. The patient was stable.

Event description:
It was reported that noise resulted in over-sensing was observed on the right ventricular (rv) lead and device. No intervention has been performed, although a lead replacement is anticipated. The patient was stable and will continue to be monitored.